Event description:
It was reported that the arctic sun device boots to enter current password. Per review of wo notes, discussed that this was likely a depleted coin cell, device would need to be returned for repair. Per sample evaluation results on 26mar2026, chiller not working, device not cooling down.

Manufacturer narrative:
The reported event was confirmed. The root cause for the reported event is a failed chiller. The device was evaluated upon receipt. During evaluation it was found that the chiller unit needed to be replaced. The chiller was replaced. The arctic sun 5000 passed all performance testing, calibration, and electrical safety tests. The unit is ready for use. A review of the device history records did not show any problems or conditions that would have contributed to the reported issue. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. Based on the results of the investigation, no additional actions are needed. Corrections: d, f, h. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device boots to enter current password. Per review of wo notes, discussed that this was likely a depleted coin cell, device would need to be returned for repair. Per sample evaluation results on 26mar2026, chiller not working, device not cooling down.